Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16376.

Event description:
Philips received a complaint from customer biomed reporting the navigation ring was inoperable on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) reported the issue was found during a pm (preventative maintenance) service evaluation. The customer requested navigation ring/front bezel replacement to correct the issue. The green check and screen parameter changes on screen were verified as satisfactory. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.